Manufacturer narrative:
A ge representative evaluated the system and replaced the power control board. System operates as intended.

Event description:
Customer reported the system is displaying a pre-charge timeout error. No pt injury was reported.